Event description:
It was reported that during a pta treatment procedure, withdrawal difficulties were encountered with the ultra-thin diamond balloon catheter. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the brachial vein. The physician used a 7fr winning introducer sheath for vascular access, and a radiofocus .035" guide wire to cross the lesion. The ultra-thin diamond balloon was advanced to the target lesion and inflated to 15 atms three times. When being withdrawn from the pt, the balloon became stuck in the introducer sheath. The ultra-thin diamond balloon and the introducer sheath were removed as one unit and the procedure was successfully completed. When viewed outside the pt. The balloon appeared to be `rolled up'. No pt injuries or complications were reported. Pt status is reported as `good'.